Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 - patient identifier: (B)(6) (total of 2 patients) all available patient information was included. Additional patient details are not available.

Event description:
The customer reported false reactive alinity I hiv ag/ab combo results for multiple patients generated on the alinity I processing module. The following data was provided (reference range: < 1.00 s/co nonreactive; >/= 1.00 s/co reactive): on (B)(6) 2025, sid (B)(6): initial hiv result = 2.16 s/co. Repeat hiv result = 3.56 s/co. Repeated on another alinity I on (B)(6) 2025 = 0.07 and 0.08 s/co. On (B)(6) 2025, sid (B)(6): initial hiv result = 8.53 s/co; repeated result on (B)(6) 2025 = 1.28 s/co. There was no impact to patient management reported.

Event description:
The customer reported false reactive alinity I hiv ag/ab combo results for multiple patients generated on the alinity I processing module. The following data was provided (reference range: < 1.00 s/co nonreactive; >/= 1.00 s/co reactive): on (B)(6) 2025, sid: (B)(6): initial hiv result = 2.16 s/co. Repeat hiv result = 3.56 s/co. Repeated on another alinity I on (B)(6) 2025 = 0.07 and 0.08 s/co. On (B)(6) 2025, sid: (B)(6): initial hiv result = 8.53 s/co; repeated result on (B)(6) 2025 = 1.28 s/co. There was no impact to patient management reported.

Manufacturer narrative:
When troubleshooting the issue, the carrier positioner antenna pcb and alinity pippettor probe were replaced; however, a single definitive part could not be determined the likely cause. The instrument service history review for (B)(6) revealed no additional tickets for falsely reactive hiv ag/ab combo patient results. A review of tracking and trending for the alinity I processing module did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformance's associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) was identified.